Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon waking up, the patient noticed a green "ink" on their shirt and saw that it was coming from the black cable of the system controller. This was thought to be dangerous. The patient was to apply tape to the damaged area of the controller power lead. The controller was exchanged on (B)(6) 2025 without any issues. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of green fluid on the system controller (serial number: (B)(6) was confirmed. The controller was returned for analysis, and evidence of fluid ingress and damage was found on the black power cable. Data from the downloaded and submitted log files and showed the controller functioning as intended for the duration of data reviewed. The driveline was disconnected on (B)(6) 2025 at 10:04, consistent with the reported controller exchange. No notable events were observed in the data reviewed. The controller passed all functional testing without issue. The fluid ingress did not appear to prevent the controller from supporting the system as intended. Provided information indicated that there were no adverse effects due to the controller exchange. The root cause of the fluid ingress was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.